Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down, and ok button were unresponsive. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the keypad was observed to be intact with no damage or peeling found. All buttons were intermittently responsive to testing due to contamination under the keys contacts. Unrelated to the initial complaint, the display was observed to be dim with pink contrast.

Manufacturer narrative:
The pump has been returned to animas and an evaluation is expected but not yet completed. Upon completion of the evaluation, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).